Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube and tube lip, a cracked belt clip slot and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer called and reported experiencing high blood glucose, due to infusion set cannula being bent and customer was hospitalized with blood glucose over 400 mg/dl. Customer also reportedly had a rapid heart rate and was treated intravenously and with insulin. During troubleshooting, a crack was found on the insulin pump on the upper right hand corner of the screen. Customer stated the insulin pump had been dropped and was advised to discontinue use of the device and to revert to a back-up plan. The customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.